Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. .

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This report is being submitted to update additional information in sections b4, b5, g3, g6, h2, h6, and h10. Correction is in section d4: lot number.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10 ¿ medical products item #24-6563, lot # 315920b; tmj sm lft fossa comp g3: consumer: patient the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see the associated report: 0001032347-2023-00469.

Event description:
It is reported that the patient had an initial tmj procedure, and consequently underwent a left side revision due to unknown reasons.